Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: the complaint was confirmed in pump history but not duplicated during the investigation. Black box review shows ¿loss of prime¿ warning associated with a zero and low non-zero force on (B)(6) 2014 at 19:20 and 19:49. Deliveries were resumed when pump was primed at 20:02 after a 42 minute interruption. An unexplained power loss occurred at on (B)(6) 2014 21:07. Followed by two -occlusion during prime alarms at 21:08 and 21:30. Deliveries resumed when pump was primed at 21:36 - a 29 minute delivery interruption. The force sensor calibration check showed the pump is not detecting the correct force. The force sensor resistance was found to be in specification at 7.5k ohms. Removed pump cover; no contamination or damage to the force sensor circuit was observed. The battery compartment is cracked at the case seal. The returned battery cap was able to attach to the pump and was used to complete all testing.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) level >500 mg/dl with symptoms of dehydration, polyuria, and polydipsia. Troubleshooting with customer support (cs) found that the pump had lost prime several times in the last month. The patient was using the cartridges per IFU, and using different cartridges from different boxes did not resolve the problem. Cs advised the patient to come off the pump and to use an alternate form of insulin delivery method as prescribed their health care provider, until the replacement pump arrives.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: a reserved sample from the same cartridge lot number was tested and evaluated by product analysis on 06/02/2014 with the following findings: no defect was found. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.